Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a hospital visit. It was noted that the right ventricular lead exhibited intermittent capture. The lead was explanted and replaced. The patient was stable.